Event description:
The hospital reported that have a defective vasoview hemopro 2 device. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the silicone insulation was not peeled away from the cold jaw support. The jaws were inspected using microscopy and no evidence of any damage to the silicone was observed. Based on the returned condition of the device the reported complaint was unable to be confirmed. (B)(4).